Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. It was reported that the log files and devices will be returned for analysis; however, they have not been received. Without the return of the devices no conclusion can be made regarding the event. The instructions for use and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01886, 3007042319-2015-01887 and 3007042319-2015-01888 ) submitted for devices related to the same event. Device has not been received.

Event description:
The ventricular assist device (vad) coordinator in australia reported that at approx. 1:30pm on (B)(6) 2015 the patient was lying on his bed watching television when he felt unwell- lightheaded. He looked down at his controller and there were no lights showing on the controller and the screen was blank. He checked his connections and then reached for his back up equipment. He grabbed his equipment but then a monotone alarm started. He looked down at his controller and the screen said manufacturer's name and "model number" and there were two red lights on each battery gauge on the display. The patient was brought into clinic, given 5000u IV heparin and the controller was changed. The batteries that were on the controller at the time of loss of power were isolated. It was reported that there was no effect on the patient. This is report 1 of 3.

Manufacturer narrative:
The controller ((B)(4)) was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the devices revealed that the (B)(4) met specifications; the device passed visual examination and functional testing. Review of the controller log files revealed a controller power-up and associated motor start event on the reported event date. These events are indicative that both power sources were disconnected from controller. Controller power ports perform proper mating and lock actions when the power sources are connected. The power connections with the controller are reliable. Log files also revealed occurrences of battery-switching events prior to the 25% threshold. These premature switching events are most likely due to communication anomalies between battery and controller. Heartware has opened an internal investigation to evaluate these types of issues. Based on the available information, a root cause could not be conclusively determined. Log file analysis confirmed a controller power up and motor start event, however, it was most likely due to a double disconnect of both power sources. It is unknown if the battery with the improper cable assembly contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01886, 3007042319-2015-01887 and 3007042319-2015-01888 ) submitted for devices related to the same event.